Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the instrument for the reported issue. The fe was able to recreate the issue by performing the splld check. The fe identified that tip #2 was not being held tightly by the tip clamps. Fe performed holding force check on plunger clamp #2; passed specification. The fe then cleaned the tip clamp sleeve and replaced the tip clamp to correct the issue. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.